Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, "the surgeon used the inframe for a fix. After measuring, the surgeon advanced the guide wire. The guide wire broke at the transition point between thick and thin end. The surgeon tried to put the thicker end at the distal portion of the phalanx and try to put the smaller end of the guide wire up the phalanx to try to match the trajectory. When inserting the nail, after final tightening, the nail broke in the phalanx. "Dr. (B)(6) believes this was just because the guide wire broke initially." It was also reported the "surgeon removed the broken head of inframe and tried to remove the broken shaft. It was also reported the surgeon tried to use trephines to remove, also tried to use a needle driver to unthread. The surgeon was unsuccessful in removing the shaft. The surgeon pinned the phalanx, left the broken nail in the phalanx. The surgeon ended up using a hospital owned k-wire to provide additional fixation." The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3012835528-2023-00005 for the device involved in this event.